Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 9:12pm on (B)(6)2017. There was no evidence of delivery malfunctions observed. The ump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an unspecified low blood glucose (bg) level and initiated a 911/emergency protocol on (B)(6) 2017 associated with an inaccurate delivery. The patient reportedly experiencing low bg¿s at work and it could not be determined whether or not the patient continued pump therapy. Information about the type of treatment received could not be obtained. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring an initiation of a medical intervention and the pump could not be ruled out as a contributing factor.